Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as the batch number provided was not a valid lot number.

Event description:
It was reported that an unspecified number of pen needle 31g x 8mm tw benelux pack experienced product damage/deformation while still considered operable. Product defect was noted during use. The following information was provided by the initial reporter: not all pen needles were good, some were crooked or there were no openings in the needle, therefore insulin could not be injected.

Manufacturer narrative:
Device expiration date: unknown. Medical device lot #: an invalid lot # was provided as 9168427. Initial reporter zip code: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified number of pen needle 31g x 8mm tw benelux pack experienced product damage/deformation while still considered operable. Product defect was noted during use. The following information was provided by the initial reporter: not all pen needles were good, some were crooked or there were no openings in the needle, therefore insulin could not be injected.